Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 24 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.

Event description:
It was reported that separation occurred during use with a relion® insulin syringes. The following information was provided by the initial reporter. "Consumer reported found syringes from this box where the needle hub assembly removed from syringe with shield removal." 4 occurrences were reported.

Event description:
It was reported that separation occurred during use with a relion® insulin syringes. The following information was provided by the initial reporter, "consumer reported found syringes from this box where the needle hub assembly removed from syringe with shield removal." 4 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that they found 5 syringes from the box where the needle hub assembly removed from syringe with shield removal. The syringe was returned with the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1122103 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# 8231341a was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a relion® insulin syringes. The following information was provided by the initial reporter, "consumer reported found syringes from this box where the needle hub assembly removed from syringe with shield removal." 4 occurrences were reported.